Event description:
Reporting status: death. Reporting rationale: death; unknown if related to device. Device issue: none. It was reported that the pt was having an acute mi. Ptca was performed and the pt was successfully shifted to ccu. Ten minutes later, the pt complained of severe chest pain and was taken to the cath lab again where he coded and died. During an attempt to intervene, it was found that there was thrombosis within the stent in the lesion. It was not mentioned if the death was related to the device. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. There was no report of any device malfunction. Review of the manufacturing records showed that the lot met all manufacturing criteria.. Thrombosis, occlusion, angina, and death, as listed in the instructions for use, are known adverse events associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue; however, in this case, a conclusive root cause cannot be determined.